Event description:
Patient presented with a history of chronic knee dislocation. It was determined that the patient needed to be converted to a hinged prosthesis. The patient underwent revision knee surgery today. The surgeon used a hinged knee prostheses from a competitor.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding chronic dislocation involving a triathlon tibial ts insert was reported. The event was not confirmed. Device evaluation not performed because the device was not returned for evaluation. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because the reported devices were not returned and medical records were not provided for review.

Event description:
Patient presented with a history of chronic knee dislocation. It was determined that the patient needed to be converted to a hinged prosthesis. The patient underwent revision knee surgery today. The surgeon used a hinged knee prostheses from a competitor.